Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation at below nominal 6 atmospheres for 30 seconds, the balloon ruptured vertically at around the center. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.